Event description:
It was reported that the construct loosened post-operatively. The patient was taken to the operating room on (B)(6) 2015 to have the device removed. There surgery was completed successfully with no reported delay. This report is 4 of 12 for com-(B)(4).

Event description:
Update: it was reported that the plate was cut while being removed during the revision procedure. Also, the screws did not separate from the plate itself. Rather, it was confirmed that the construct itself became loose at the screw-to-bone interface.

Manufacturer narrative:
Patient initials are (B)(6). Date of postoperative loosening is unknown, but occurred between (B)(6) 2015 and (B)(6) 2015. Complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: initial screw evaluation: 3 screws were returned mounted within the broken plate pieces and 7 screws were returned loose. All screws showed signs of usage within the head. None of the screws appeared broken, off axis, warped, or otherwise distorted with the exception of random loss of anodizing and minor galling in the head; with both of the latter traits being associated with proper usage. One screw remains within the broken plate; unable to extract without damaging plate. Parts in question match the drawings and do not exhibit signs of misuse. No information regarding patient bone quality or fracture was provided for this investigation. Also, limited information was provided regarding the initial procedure, the competitive product, why it was being replaced with synthes products, and patient nonconformance. After reviewing the returned parts, the plate and screws showed signs of generally correct usage with minor misuse (bending on one mounting hole). This minor misuse does not justify the complaint; in fact it would provide a reaction that is opposing the claim of loosening of the screw/plate joint. The screw/plate loosening could not be replicated during the investigation. This investigation is lacking details regarding how the products were implanted and the quality of the construct. Determining the disposition of this complaint from a design standpoint can be accurately described as ¿indeterminate¿ and not 'unconfirmed' for this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.